Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 2008t hemodialysis (hd) machine's blood pump rotor tubing guide roller damaged the blood tubing one and a half hours into a patient's hd treatment resulting in blood loss. The machine, a fresenius 2008t machine, alarmed appropriately with an ¿air in line¿ alarm. Fresenius bloodlines were not in use. A fresenius dialyzer was in use. The patient¿s estimated blood loss (ebl) was approximately 50ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The bmt said that the machine has been returned to service after she replaced the blood pump rotor. The complaint device was discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 2008t hemodialysis (hd) machine's blood pump rotor tubing guide roller damaged the blood tubing one and a half hours into a patient's hd treatment resulting in blood loss. The machine, a fresenius 2008t machine, alarmed appropriately with an ¿air in line¿ alarm. Fresenius bloodlines were not in use. A fresenius dialyzer was in use. The patient¿s estimated blood loss (ebl) was approximately 50ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The bmt said that the machine has been returned to service after she replaced the blood pump rotor. The complaint device was discarded.